Manufacturer narrative:
(B)(4) date sent: 12/2/2016. Additional information was requested and the following was obtained: were there any staple formation issues noted for contour (cr40b)? The doctor didn't note any malformed staples. Was the force to fire higher than expected for contour (cr40b)? The force to fire the contour was normal. Was it confirmed that the site of the leak was where the contour (cs40b) was used or where the circular stapler (ecs25a) was used? The site of the leak was where the contour and ecs staple line intersected, so it was both lines. What is the current patient status? The patient is currently doing well .

Event description:
It was reported that during a colostomy take down procedure, when testing the anastomosis, there were air bubbles coming from the corner where the contour line and circular staple lines intersected. A circular stapler was used to create anastomosis. There was enough length on the colon, so the surgeon used the contour with another blue reload to cut out the initial anastomosis. Another circular stapler was used to create the anastomosis. A rigid proctoscope was used to test the anastomosis with air. Again, there were bubbles at the corner of the intersection of the contour and circular staple lines. The doctor put a stitch at the site of the leak. The doctor also gave the patient a diverting ileostomy that will be reanastomosed in about two months. The doctor reported that the initial colostomy was given for a perforation during a colonoscopy. The patient had not been radiated and wasn't on steroids. The device will not be returned.